Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrodes 2, 3 and 7 had high impedances >10000. The indications for use were non-malignant pain, other upper quadrant sites and occipital neuralgia. No patient symptoms reported. If additional information is received a follow-up report will be sent.